Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t11-l3 to treat a burst fracture at l1.). It was reported that during the final tightening, the tip of the driver broke off at left l3 screw and the fragment remained in its setscrew head. The surgeon was not able to retrieve the fragment. The further procedure was completed using other driver instead. No additional patient complications were reported.